Event description:
During testing by physio-control, the device failed to boot up. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. Root cause could not be determined. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
During testing by physio-control, the device failed to boot up. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.